Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump was monitored and no bolus delivery anomaly was noted.

Event description:
It was reported that the customer's insulin pump has been entering carbohydrates and delivering boluses without any input from the customer. It was also stated that the keypad was scrolling on its own. The customer's blood glucose was 3.6 mmol/l, which was treated with juice and a chocolate bar. Nothing further was reported.